Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had an MRI of chest in (B)(6) and the ins was not turned off because radiology told them it didn't need to be. Caller had been sick in hospital and ever since MRI, they had been experiencing return of symptoms -flooding. Caller reported the patient was very sick and didn't remember if they felt discomfort while scanning. Caller reported the patient external equipment was no longer charged and caller didn't see the patient app. Patient services suggested patient charge up equipment and call patient services if needed or to try other programs if possible. Patient called back on (B)(6) 2025 and stated that it seemed like the ins had died. Patient said that they were getting the message "end of service. Therapy has stopped. Replace internal device to continue therapy". Patient said that they reported this message to their healthcare provider (hcp) and the hcp told them to call [manufacturer]. Agent reviewed meaning of eos and redirect patient to hcp to schedule patient for battery replacement. Patient cannot provide the exact event date and said it was probably (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the battery depletion was related to the MRI. It was reported the issue was not yet resolved. The patient stated removal or replacement was planned.